Event description:
Customer reported damage to usb port, preventing successful connection. There was no reported impact to the customer¿s blood glucose level. Customer is returning the pump for inspection, and a replacement pump was issued.